Manufacturer narrative:
Approximate age of device- 11 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient showed a bilateral upper extremity deep vein thrombosis (dvt) / venous thromboembolism occlusive on right. Heparin is being administered for lvad and continued also for dvt. No additional information provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a correlation between the device and the reported dvt could not be conclusively determined. The account reported a dvt that was treated with heparin. Thrombus is listed as an adverse event that may be associated with the use of the hm3 lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event